Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that the patient experienced syncope upon standing. The patient was seen in the emergency room after being evaluated by emts. A remote interrogation was performed which revealed a pacemaker mediated tachycardia (pmt) episode that lasted 16 beats. Boston scientific technical services (ts) noted that pmt may have been happening earlier as it appeared the post-ventricular atrial refractory period (pvarp) had already been reprogrammed. It was noted that the patient had not had a device interrogation in approximately two years. No further information was able to be obtained. At this time the cardiac resynchronization therapy defibrillator (crt-d) remains in service and no additional adverse patient effects were reported.